Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received no button response due to corroded keypad traces. The insulin pump was received with cracked display window corner, reservoir tube lip, belt clip slot,and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose was unknown. The customer stated the keypad were unresponsive. The customer did not state any significant events leading to the issue. The insulin pump will be returned for analysis.